Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The physician complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The customer is comparing results from their architect instrument to a roche instrument from an external laboratory. The tsh results from the architect instrument were reported outside of the laboratory where they were questioned by the physician. The physician requested investigation of 1 patient sample. The physician suspects macro tsh interference in the sample. Based on the data provided, erroneous free thyroxine (ft4) and free triiodothyronine (ft3) results were also identified. The sample was submitted for investigation. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 erroneous results and patient identifier (B)(6) for information on the ft3 erroneous results. Refer to the attachment to the medwatch for patient results and investigation results. No adverse event has been reported. The serial number for the roche instrument used at the external laboratory was not provided. Refer to the attachment to the medwatch for the serial numbers and reagent lot information used at the investigation site.

Manufacturer narrative:
The patient sample was submitted for investigation. The investigation confirmed the presence of a macro-tsh interfering factor. This specific interference is addressed in product labeling.